Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality and stress testing without duplicating the report. An internal inspection found no discrepancies. The multi-function pacing cable passed testing without incident. The device was recertified and returned to the customer. Review of the device activity logs does show evidence of "ECG lead off" messages. However, there are a number of factors that exist outside of a device malfunction that can cause no ECG signal while trying to pace, which includes a poor connection between the ECG leads and the patient's skin, the ECG leads to the device, or an issue with the ECG leads themselves. The ECG leads involved were not returned as part of this investigation. The clinical data files were not available for review. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.